Event description:
It was reported that there was noise on the right atrial (ra) lead channel of this pacemaker system. Technical services (ts) analyzed device data and found inappropriate atrial tachy response (atr) episodes that corresponded to the noise. There was an instance where the ra lead pacing impedance rose to over 1800 ohms, which was high within normal limits, but returned to normal measurements. Ts suspected possible electromagnetic interference (emi). No adverse patient effects were reported. Currently, this pacemaker system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).